Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that there is an opening in the ECG cable. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the defibrillator indicating that there is an opening in the ECG cable. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model#(B)(6), is substantially similar to the heartstart xl+ defibrillator (model # (B)(6) and will be reported in the united states under device model #(B)(6).

Manufacturer narrative:
As per investigation update, patient involvement infomation is updated to "the device was in clinical use for patient at the time of the event, however no patient harm was reported.".

Event description:
Philips received a complaint on the defibrillator indicating that there is an opening in the ECG cable. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.